Event description:
It was reported that a patient had pain 6 weeks after implantation, predominantly localized at si-joint. It was recommended to use crutches for a few weeks and the pain has gone away. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: avenir cmpl ha ho nc size 4 item# 574102040, lot # 3113473. G7 vit e neutral lnr 32mm f item # 30103206, lot # 65051967. G7 pps ltd acet shell 56f item #010000665, lot # 7116776. G2: foreign: netherlands. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
No additional information at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored in order to identify potential adverse trends. Hip pain localized to the sacroiliac (si) joint was reported 6 weeks after tha. Conservative treatment of mobility with crutches was advised with no further treatment or intervention. The pain has since resolved. Pain at the operative site is an expected finding for several weeks after surgery due to the process of surgery, intraoperative positioning/stretching, and postop healing. As this is an expected finding and with no additional treatment outside of the standard of care however, with the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.